Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid at a concentration of 20.0 mg/ml and a dose of 4.930 mg/day via an implantable pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. It was reported during a pump replacement surgery, on (B)(6) 2017, the catheter was noted to be "sluggish". A proximal catheter revision was performed the same day. The device diagnosis was noted as catheter occlusion. It was indicated the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the occlusion was unknown.